Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation, gripper line break, inability to close clip, and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve; however, the clip could not grasp the leaflets. After several grasping attempts, it was observed that the grippers would not go up. It was suspected that the gripper line broke. The clip was inverted and retracted back to the right atrium. Then when attempting to close the clip, it was not possible to fully close the clip. The clip was re-opened and troubleshooting was performed, but the clip still would not fully close. This caused a clinically significant delay in the procedure. Therefore, the clip was inverted and retracted to the steerable guide catheter (sgc) and removed through a surgical-cut down. The procedure was aborted. No clips were implanted, and mr is 3. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leaflet grasping failure, gripper line break, inability to raise grippers and inability to close clip could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided and the returned device analysis the observed broken l-lock tab, harness deformation, bent mandrel, bent gripper, scratched l-lock tab, torn clip cover and actuator couple break are likely the result of efforts to remove the clip from the patient. A conclusive cause for the reported inability to fully close clip and gripper line break cannot be determined. The reported inability to raise grippers and inability to grasp leaflets is the result of the gripper line break. The reported minor surgery and delayed therapy / non-surgical treatment are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.